Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing a driveline power fault while in the emergency department. The nurse practitioner was instructed to obtain log files for a stat read and anticipate exchanging the modular cable and system controller. The plan was to obtain log files the following morning when the ventricular assisted device (vad) team arrived and change out the modular cable and controller. The event log file recorded driveline power faults on 11jun2026 and 12jun2026. It was recommended to exchange the modular cable and controller. The modular cable and system controller were replaced. Log files were sent for review after equipment exchange. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.